Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was connected to a drain. The reservoir could not be locked after collecting exudate in the ward. It was commented that the spring of the reservoir was hard. Further details are not provided. There were no adverse consequences to the patient.